Manufacturer narrative:
Additional narrative: device returned. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Breakage of lps stem of hip megaprosthesis. Patient operated 8 years ago of osteosarcoma. Reoperated for replacement of the megaprosthesis 5 years ago. Planned revision on (B)(6) 2014. Implant will be shipped for evaluation after explantation surgery.

Manufacturer narrative:
Additional narrative: evaluation of the returned device by depuy material science finds the femoral stem fractured as a result of low stress high cycle fatigue crack initiation and propagation. No material defects were observed in the femoral stem that could have contributed to fracture initiation and/or propagation to failure. A digital x-ray dated (B)(6) 2014 was provided and reviewed. The a/p view indicated that the femoral stem was fractured slightly distal to the proximal resection level of the femur. This suggests good fixation distally with little to no fixation proximally. Review of device history records finds no related manufacturing deviations or anomalies that would have contributed to the reported event. Product problem has not been identified. Based on the performed investigation, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed..

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).